Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a customer ordered retainer brite from (B)(6) and upon opening the product, reported a "bleachy" smell. The customer used the product correctly and reported his mouth was red and it "felt like a burn" after use. The customer did not relate the reaction to the product. The next day, the customer used the product again and had the same reaction.

Manufacturer narrative:
This investigation has been completed by the vendor. The vendor found no issues during the review of the suspect batch or retains. According to the vendor, "our tablets routinely undergo rigorous testing for physical, analytical, and sensory properties, and consistently meet and/or exceed nbe standards."